Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 199 mg/dl. Troubleshooting was performed. Reviewed the time and basal rates and they were correct. Ran a fixed primed test and the insulin exited. Perform a high-pressure test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.